Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer stated there was no impact to their blood glucose level due to the charging issue. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, customer reported blood glucose level was elevated (395 mg/dl) due to a large meal consumed. Customer stated a correction bolus would be delivered to address bg level.